Event description:
It was reported that the insulin pump alarmed compromised force sensor system while priming and insulin squirted out. Customer stated that the insulin pump had a crack on the battery cap. Customer stated the insulin pump had been bumped or dropped few months ago prior to the compromised force sensor system alarm. Customer's blood glucose was 168 mg/dl. Troubleshooting was done. Advised the customer the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).